Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to sepsis and loosening of acetabulum and stem.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.